Manufacturer narrative:
Additional information was added to h6 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and there were no visible defects observed. The reported condition could not be verified or refuted. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm during the use with a clearlink solution set with duo-vent spike. This issue occurred when the set was used with a bottle of propofol. After a couple hours of the infusion, the pump began to alarm an upstream occlusion. While inspecting the set, there was no visible occlusion. To resolve this issue, the set was replaced, and the infusion was completed without any issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.